Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false upstream occlusion alarms which were experienced during functionality testing. Further eval was unable to reproduce the false alarm. The confirmed symptom was found to be caused by low upstream sensor values. The upstream sensor was calibrated.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.